Event description:
The manufacturer received information alleging a ventilator's ventilation volume was low. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and the device failed a test step during testing. The device's machine flow sensor was replaced to address the issue.